Manufacturer narrative:
The insulin pump was received with broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked reservoir tube lip, and minor scratched lcd window.

Event description:
It was reported that there were cracks on the battery and reservoir compartments. The drive support cap was not damaged. The customer was unaware of how the damages had occurred. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).